Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level early in the morning. The customer's blood glucose level was 564 mg/dl. The customer was also reported that insulin pump had blank display. The customer was instructed to remove battery, wait for the insert battery alarm before inserting new battery and also stated that display was returned. The insulin pump will be returned for analysis.